Manufacturer narrative:
(B)(4). Date sent: 4/29/2026. D4 batch #: y7053n043. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the coating material of the housing was flaking off. Based on prior investigations, the loose particles on the surface are likely aluminum oxide from the base material. It was connected to a generator, evaluated with a test instrument, and was found to be functional. Additionally, photos was provided and they showed the condition of the device returned. The instrument was disassembled to inspect internal components and the moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. However, no definitive root cause could be drawn.

Event description:
It was reported that during an unknown procedure the device has a breakdown. No more information available.